Event description:
It was reported that the subject device displayed a blurry image during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a blurry image during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d9, h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found an error message 104 (fog-free function not working properly), leakage on video connector, dents on distal edge, and fiber breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.